Event description:
The customer reported that she got a shock while she was handling the instrument to perform the test with the ID now covid-19 instrument. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data: d9 h10 in conclusion, the customer's returned instrument did not replicate for shock by the touchscreen when tested at abbott diagnostics scarborough. Because the customer issue was not replicated, a root cause was not able to be determined. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.